Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
On physician's 5 days post-op follow up call after a superdimension enb procedure, the patient complained of shortness of breath. A chest x-ray was ordered and the patient was found to have a pneumothrax. A chest tube was inserted and patient was admitted to the hospital. The patient also developed a large pleural effusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.